Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were harder to get prime. Customer¿s blood glucose was unknown at the time of incident. Insulin pump was slower during rewind. Customer stated that insulin pump had failed battery test alarm. The insulin pump will not be returned for analysis.